Event description:
A customer reported a malfunction in their insulin pump, specifically malfunction code 16. There was no reported adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.